Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was further evaluated at product analysis center (pac). The reported issue was verified. The cause of the reported issue was determined to be due to multiple internal electrical components cause by an unknown outside contamination. The customer received a replacement device.

Event description:
A customer contacted stryker to report that their device had displayed all three icons (attention, charge-pak and service wrench) during periodic check. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.